Manufacturer narrative:
(B)(4). Final analysis of the pump revealed battery resistance high. Per analysis, "in house battery tester par 273a reports r = 447 ohms. = (-2.67v - -0.426v) / (0.00002a - 0.00503a) ocv = 3.04".

Event description:
It was reported that the pump was replaced prophylactically to avoid in-vivo battery depletion. The pump was near eri. No pt symptoms were reported. The pump was used to deliver lioresal. The pt recovered without sequela.